Event description:
Customer reported receiving imprecise sequential readings on his adc meter of 138 mg/dl and 145 mg/dl within ten mins. He also reported experiencing symptoms of dizziness, nausea, frequent urination and "being rushed to the ER with blood sugar of 20 mg/dl" upon arrival. He stated he was diagnosed with hypoglycemia however, he does not recall the treatment given. It is not clear if the customer obtained a reading of 20 mg/dl on his adc meter or an hcp meter. The symptoms reported are inconsistent with the diagnosis. It is also not clear if the imprecise readings were obtained before or after the reported medical event as the customer stated the prod issue occurred "over the past few days". The readings when plotted on the parkes error grid, fell into the "a" zone showing the difference in values is not considered clinically significant. Numerous attempts were made to clarify medical event. There was no report of death, serious injury or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The prod has been requested for investigation and a final report will be submitted when the investigation is complete.